Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was accurately deployed. A post-implant balloon aortic valvuloplasty (bav) was performed and during the bav the heart rate was not able to exceed 125 beats per minute (bpm). The balloon moved and caused the valve to dislodge. The dislodgement resulted in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.